Manufacturer narrative:
Tracking #.50553. Ees #.981920/a. D5,6; h4: informaiton not available, device not returned for analysis.

Event description:
It was reported that the tl30 was used during a left upper lobectomy(bronchus). It was reported by the affiliate that the stapler was fired, staples seemed to form upon inspection. However there was a large hole in the bronchus which had to be quickly sutured up. All indications from the surgeon was that he was within all appropriate measures to fire the gun. He does not know why the staples did not form and or hold. The tissue was not to thick. The surgeon is confident he was within the zone of fire. Rep is waiting for stapler to be released. The pt had extended surgery for 20-30 minutes.